Event description:
The nurse noticed the catheter had broken at the oval disk.

Manufacturer narrative:
Conclusions - a root cause could not be determined as the sample was not available for the investigation. The device history could not be reviewed because the lot number is unk. (B) (4). (B) (4).